Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the reported malfunctions was not able to be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the outer tube damaged and therefore the dielectric strength is inadequate. There were no reports of patient harm.